Manufacturer narrative:
A philips remote support engineer (rse) spoke by telephone support with the customer biomed who requested an analysis of alarm behavior during the period of 11nov2020 from approximately 12:30pm ¿ 16:00pm. The rse reviewed the device logs which detailed multiple instances of the device alarming for spo2 desaturation events along with the alarms being acknowledged. There was no product malfunction. The information detailed within the device logs indicated the appropriate alarms were issued during the timeframe reported. The results of these findings confirmed the device was working as expected. The rse shared the findings with the biomed. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2020, their intellivue mp30 patient monitor failed to alarm for an spo2 event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.